Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated three times at 10, 14 and 16 atmospheres. However, on the third inflation at 30 seconds, the balloon ruptured. The balloon was removed without any issues, and the procedure was completed using this device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.